Manufacturer narrative:
Concomitant products : 5076-52 lead implanted (B)(6) 2006, 6949-65 lead implanted (B)(6) 2006.

Event description:
It was reported that the left ventricular lead - which was inserted into the right ventricular pace/sense port during an earlier device change-out - triggered an alert due to sensing integrity counts and non-sustained high rate tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.